Event description:
On (B)(6) 2007, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A type ii endoleak was revealed at the conclusion of the procedure. A wait-and-watch approach was taken. On (B)(6) 2007, at the one-month follow-up, the type ii endoleak was no longer present. No further adverse event was noted. The aneurysmal diameter measured 42 mm. On (B)(6) 2008, at the six-month follow-up, stenosis in the distal end of the device was revealed. The aneurysmal diameter measured 42 mm x 40 mm. On (B)(6) 2008, a bare metal stent was implanted in the stenotic site of the stent graft to treat the stenosis. Blood flow to the lower extremity was restored. On (B)(6) 2008, at the one-year follow-up, no adverse events were noted. The aneurysmal diameter was unchanged at 42mm x 40 mm.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.